Manufacturer narrative:
Concomitant medical products: product ID: bi-500-01093, serial/lot #: (B)(4). A representative went to the site to preform system check out. It was noted that pendant displays no motion, generator, or mvs c connectivity. The imaging system application on ias computer will not initialize. Application database error message occurs when attempting to launch ias application. They replaced and rebooted the software on the system as per instruction, and the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the image acquisition system (ias) was booting up, it got stuck and showed disconnected. The mobile viewing station (mvs) booted up normally and the ias displayed that it as charging normally. This was reported outside of a procedure. There was no patient involved.